Event description:
It was reported that a patient was revised on (B)(6) 2015 with a curved 8mm stem and a 22mm head+4 extension. The stem was loose and the head was coming off the stem. The re-implantation of a long curved stem and smaller head were successfully completed with the torque limiter to torque the set screw on the head. There was no surgical delay. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information reported. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had a motocross injury with bilateral elbow fracture dislocations in (B)(6) 2014. In the following months, in the left elbow, patient developed progressive osteolysis and pain around the left radial head that was performed on (B)(6) 2014. On (B)(6) 2015, the existing synthes radial head arthroplasty was removed and replaced with a long stem radial head implant with a smaller head. This complaint is linked to (B)(4) (1st revision), (B)(4) (3rd revision), and (B)(4) (4th revision).

Manufacturer narrative:
(B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): device was implanted a couple of month before the explant date of (B)(4), 2015; device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported to insert the long curved stem with a smaller head, there was a need to ream into the canal with drill bits.

Manufacturer narrative:
Exp: 04/2017. Another device history records was conducted and launch with new lot numbers. The report indicates that the only DHR to review for this lot number was the synthes work order # (B)(4) wo was initiated on may 30, 2012 and included the following operations: unpack / destroy label, generate label, prep / seal order, box order, ship order, vendor sterilize, and release to warehouse (dated june 14, 2012). There were no mrrs, ncrs, or complaint-related issues with this lot. DHR review request, part number 04.402.009s lot number 6955113, 9mm ti straight radial stem 30mm-sterile DHR review request. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device history record was reviewed for this lot number. There were no material review reports, non-conformance reports, or complaint-related issues with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.